Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321 and (B)(4) was cleared in the united states. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels involved: t10-s2ai it was reported that on unknown date , post op, rods in both sides were broken which led to a revision operation. The broken rods in both sides were switched to titanium alloy 6.0mm.

Manufacturer narrative:
Additional info: x-ray review: post revision x-rays for t10- ilium construct show corrected sagittal balance and proper placement of instrumentation. The observed bilateral rod fractures are likely a result of the failure of fusion.